Event description:
Reporting status: malfunction. Reporting rationale: stent was loose on the balloon. Device issue: stent was loose on the balloon. It was reported that during preparation, when checking the stent-crimping, the stent moved slightly on the balloon. Another vision stent was used to complete the procedure. No additional event or pt info was available.reporting status: malfunction, reporting rationale:stent was loose on the balloon, device issue: stent was loose on the balloon. It was reported that during preparations , when checking the stent -crimping, the stent moved slightly on the balloon. Another vision stent was used to complete the procedure. No additional event or patient information was available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident information. Stent outer diameter is verified 100% at the time of manufacture and units in this lot were all well within the required specification. In addition, all online testingt for the lot in question met stent security criteria, which would indicate the unit had an adequate crimp.